Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned device confirms the reported device. A complaint database search found similar reported incidents against the provided product code. Previous investigations found over tightening of the component was attributed as the root cause. The root cause is being attributed to user error. Based on the root cause of user error, the need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The proximal trial shaft broke while being used on a reamer to trial.